Event description:
It was reported that a contour stent was to be used in a ureteroscopy procedure. During unpacking, it was found that there was a slight tear on the stent that looked like a fuzzy material. The procedure was competed with a new stent and there were no patient complications reported.

Manufacturer narrative:
Block h6: device code a180104 captures the reportable event foreign material present in device.